Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual and microscope evaluation was noted that the bladder coil was detached. Additionally, the positioner was not returned. No other problems with the device were noted. The reported event of stent shaft break and stent torn material are not confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Analysis shows that it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation, affecting the performance of the device. Consequently, affect the performance of the device. The reported problem of stent shaft break and stent torn materials is not confirmed due to any of the reported problem was detected during the analysis. For this reason, the as analyze code will be no problem detected. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a lithotripsy under ureteroscope procedure in the left kidney stone performed on (B)(6), 2023. During preparation, the stent was found fractured. It was noted that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a lithotripsy under ureteroscope procedure in the left kidney stone performed on (B)(6) 2023. During preparation, the stent was found fractured. It was noted that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.